Manufacturer narrative:
Device disposed of.

Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision was reported as dislocation; the time in vivo is unknown. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records could not be performed because there was no information provided concerning the device lot number or the original surgery. A definitive root cause for the dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.